Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to the ICU the day after a pump refill because he was hypotensive. It was noted that the pt had failed to attend a scheduled refill appointment and subsequently the pump was empty. The pt experienced "minor withdrawal". It was stated that the pt was "lucid enough" to tell the physician what medications he was on and that the pt was not in a "dire condition". They were employing standard narcotic reversal treatment. They had speculated that not all of the drug made it into the pump's reservoir, some medication may have ended up in the subcutaneous layer. There was not any definitive data on the drug and dose information to compare with interrogation of the pump. The pt's managing physician was contacted for more information and troubleshooting. The medications being delivered via the device system were bupivicaine, clonidine, and hydromorphone. The pt experienced minor withdrawal and the managing physician refilled the pump on friday (B)(6) 2010 with the same dilaudid, clonidine, bupivicaine mixture he had been using, but at a reduced dose, in consideration of the withdrawal. On saturday, the managing physician removed the triple medications and replaced them with morphine at a reduced rate. As of (B)(6) 2010, the pt was reported to be doing well and stated that his pain was 5/10 on the pain scale; he was feeling much better.